Event description:
It was reported that the user received a low glucose alert with a sensor value of 69 mg/dl and confirmed recovery to 83 mg/dl by fingerstick after treating with oral glucose tablets, with education and troubleshooting completed. Symptoms included low blood glucose. Outcomes included no injury, no medical intervention beyond oral glucose, and no hospitalization. Investigation included review of event details and user-reported troubleshooting. Investigation of this case revealed that the cause of the hypoglycemia was unclear and that the device function could not be fully assessed without return. It was concluded that the event involved hypoglycemia of unclear cause with resolution after treatment and no further action required at this time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.